Event description:
Coaguchek xs system was ordered or prescribed by a dr. System was delivered approx. In 2008 by a person supposed to be a trainer - new on the job - 2 weeks? No business cards. Poor knowledge of the system. Trainer turned system on and bubbled thru system settings. She tried repeatedly to show how to measure my I&r; with her assistance; I also tried repeatedly. All we could get were error messages. She left the machine, manuals, supplies, and vcr video instructions. I have studied the video and manuals and tried every possible way to get the I&r readings. I have spent many hours calling roche diagnostic tech service. That is a phone maze; messages left on voice mail are seldom if ever returned. If I was able to talk to a live person, they said they could not help but would have the right person call me back - did not happen. I did at one point talk to someone who gave me the same info I had already read in the manual: and on and on. After threats to return the machine and complain to the FDA, demanding recall, I got a call from roche clinical manager. She had located an area nurse who has worked with the machine and would try to get her to provide training - next week. I told her that was not acceptable, I needed to get my I&r tested today(the following month) - 1:37pm- before going on a trip leaving at 8pm. I am out of time and patience. I need to get my I&r tested to verify my warfarin dosage. Dates of use: 2008. Diagnosis or reason for use: taking warfarin -coumadine- for heart conditions.